Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 11/2020.

Event description:
It was reported that during a biopsy of the thigh muscle, the probe allegedly stopped cycling while inside the patient, and the device allegedly was unable to be removed from the patient. It was further reported that the device was troubleshot while inside the patient and began working again. The device was then able to be removed from the patient and the tissue sample was obtained from the needle. There was no reported patient injury.